Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and could not recover. A field service engineer (fse) identified that drawer five matrix supply bin on the anesthesia cart displayed a failed icon with no items available for recovery in storage space configuration. The fse manually failed drawer five and then allowed recovery, which completed successfully. The fse verified drawer access multiple times without issue and confirmed proper operation using the hardware test application. The fse rebooted the system, launched the application, and again verified that the drawer could be accessed multiple times without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or-9 drawer failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.